Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), weight increased ("weight gain"), depression ("depression"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, depression, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, depression, pelvic pain and weight increased to be related to essure. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no: d08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, vaginal bleeding, pap smear abnormal, panic disorder, polycystic ovarian syndrome, hirsutism, dysplasia, cervical intraepithelial neoplasia, pleurodynia, body mass index normal and obsessive-compulsive disorder. Family history included anxiety disorder (mother) and depression (mother). Concomitant products included spironolactone since on (B)(6) 2018 for polycystic ovarian syndrome and weight gain as well as acetylsalicylic acid (aspirin), caffeine, fentanyl, hydromorphone, oxycodone, paracetamol (acetaminophen) and propranolol hydrochloride (propanol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with sex"). On (B)(6) 2016, the patient experienced alopecia ("hair loss/ hair loss still have ongoing issues"), menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), depression ("depression"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain / los specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the abdominal pain lower, depression, abdominal distension, headache and fatigue outcome was unknown and the weight increased, alopecia and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2015 and on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina: on(B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea". Further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-apr-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), headaches, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, fatigue. And event- pain with sex clubbed to dyspareunia events. Events outcomes, events onset date, age, weight, lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no: d08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, vaginal bleeding, pap smear abnormal, panic disorder, polycystic ovarian syndrome, hirsutism, dysplasia, cervical intraepithelial neoplasia, pleurodynia, body mass index normal and obsessive-compulsive disorder. Family history included anxiety disorder (mother) and depression (mother). Concomitant products included spironolactone since on (B)(6) 2018 for polycystic ovarian syndrome and weight gain as well as acetylsalicylic acid (aspirin), caffeine, fentanyl, hydromorphone, oxycodone, paracetamol (acetaminophen) and propranolol hydrochloride (propanol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with sex"). On (B)(6) 2016, the patient experienced alopecia ("hair loss/ hair loss still have ongoing issues"), menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), depression ("depression"), abdominal distension ("bloating") and fatigue ("fatigue") and was found to have weight increased ("weight gain/ weight gain / los specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the abdominal pain lower, depression, abdominal distension, headache and fatigue outcome was unknown and the weight increased, alopecia and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2015 and on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Ultrasound scan vagina: on (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a 25-year-old female patient who had essure (batch no. D08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, paresthesia, tonsillectomy, adenoidectomy, multigravida, parity 3 ((B)(6) 2012- vaginal, (B)(6) 2015, (B)(6) 2015- c-section, umbilical cord around neck at birth), c-section, twin pregnancy, breech presentation, transverse presentation, scar and skin disorder. Concurrent conditions included uterine bleeding, vaginal bleeding, pap smear abnormal, panic disorder, polycystic ovarian syndrome, hirsutism, dysplasia, cervical intraepithelial neoplasia, pleurodynia, body mass index normal, obsessive-compulsive disorder and mood altered. Family history included anxiety disorder (mother) and depression (mother). Concomitant products included spironolactone since (B)(6) 2018 for polycystic ovarian syndrome and weight gain as well as acetylsalicylic acid (aspirin), caffeine, fentanyl, hydromorphone, oxycodone, paracetamol (acetaminophen) and propranolol hydrochloride (propanol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ periods cramps year round"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with sex"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/ hair loss still have ongoing issues"), menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ light pink spotting"). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant), weight increased ("weight gain/ weight gain / los specify which one: weight gain/ I weigh 160.30 lbs/ my belly looks 4 months pregnant"), hormone level abnormal ("hormones being messed up") and smear cervix abnormal ("pap/it was abnormal") and experienced abdominal pain lower ("severe cramping"), depression ("depression"), abdominal distension ("bloating\belly looks 4 month pregnant"), fatigue ("fatigue"), eczema ("eczema on my face"), jaw fracture ("my jaw has been broke"), pain in jaw ("jaw has been broke/went s long with the pain"), polymenorrhoea ("period cramps/ will bleed twice a month"), renal disorder ("issues with my kidney"), anxiety ("anxiety is out of control"), agoraphobia ("agoraphobia"), arthralgia ("cramp everyday/some days it puts me on my knees"), tired all the time ("always tired"), acne ("acne"), tooth disorder ("dental issues"), nervousness ("nervous wreck"), flatulence ("horrible gas pain"), multiple allergies ("allergies"), panic disorder ("panic disorder"), gait disturbance ("barely walk or move"), dyspnoea ("unable to breath"), amenorrhoea ("missed or late periods"), oligomenorrhoea ("missed or late periods"), cervical dysplasia ("cervical squamous intraepithelial neoplasia"), nausea ("feel sick to my stomach"), gingival disorder ("my gums are basically dissolving off my teeth"), infection ("infection"), hypotension ("blood pressure wouldn't go over 84/44"), obsessive-compulsive disorder ("ocd") and presyncope ("almost passing out"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), lavh with da vinci). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the cervix carcinoma, abdominal pain lower, depression, abdominal distension, headache, fatigue, jaw fracture, pain in jaw, polymenorrhoea, renal disorder, anxiety, agoraphobia, arthralgia, acne, tooth disorder, hormone level abnormal, nervousness, flatulence, multiple allergies, panic disorder, gait disturbance, dyspnoea, amenorrhoea, oligomenorrhoea, cervical dysplasia, nausea, gingival disorder, smear cervix abnormal, infection, hypotension, obsessive-compulsive disorder and presyncope outcome was unknown and the weight increased, alopecia and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, agoraphobia, alopecia, amenorrhoea, anxiety, arthralgia, cervical dysplasia, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, dyspnoea, eczema, fatigue, flatulence, gait disturbance, gingival disorder, headache, hormone level abnormal, hypotension, infection, jaw fracture, menorrhagia, migraine, multiple allergies, nausea, nervousness, obsessive-compulsive disorder, oligomenorrhoea, pain in jaw, panic disorder, pelvic pain, polymenorrhoea, presyncope, renal disorder, smear cervix abnormal, tooth disorder, vaginal haemorrhage, weight increased and tired all the time to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Pregnancy test - on (B)(6) 2015: result: positive. Pregnancy test urine - on (B)(6) 2016: result: negative. Ultrasound pelvis on an unknown date: result: 1, postpartum uterus and endometrium, there are small free fluid in the endometrial canal with multiple f.lm6l.11 hypoechoic foci ln the endometrium, these may represent small blood products or proteinaceous cysts. No evidence of retained products of conception. 2, left ovary is unremarkable. Right ovary is not visualized.; on (B)(6) 2016: result: appropriately placed essure bilaterally.. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea". Concerning the injuries reported in this case, the following ones were reported via social media : eczema, jaw fracture, pain in jaw, polymenorrhoea, renal disorder, anxiety, agoraphobia, arthralgia, acne, tooth disorder, hormone level abnormal, nervousness, cervix carcinoma, flatulence, multiple allergies, panic disorder, gait disturbance, dyspnoea, amenorrhoea, oligomenorrhoea, cervical dysplasia, ocd, almost passing out, nausea, gingival disorder, smear cervix abnormal, infection, low blood pressure quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 5 and 6were processed together. Social media received. Event : eczema on my face, my jaw has been broke, jaw has been broke/went s long with the pain, period cramps/ will bleed twice a month, issues with my kidney, anxiety is out of control, ocd, agoraphobia, cramp everyday/some days it puts me on my knees, acne, dental issues, hormones being messed up, almost passing out, nervous wreck, cervical cancer, horrible gas pain., allergies, panic disorder, barely walk or move, unable to breath, missed or late periods, missed or late periods, cervical squamous intraepithelial neoplasia, feel sick to my stomach, my gums are basically dissolving off my teeth, infection, blood pressure wouldn't go over 84/44 added. On (B)(6) 2019: fu 5 and 6 were processed together. No new information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and cervix carcinoma ('cervical cancer') in a 25-year-old female patient who had essure (batch no. D08061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, paresthesia, tonsillectomy, adenoidectomy, multigravida, parity 3 ((B)(6) 2012- vaginal, (B)(6) 2015, (B)(6) 2015- c-section, umbilical cord around neck at birth), c-section, twin pregnancy, breech presentation, transverse presentation, scar and skin disorder. Concurrent conditions included uterine bleeding, vaginal bleeding, pap smear abnormal, panic disorder, polycystic ovarian syndrome, hirsutism, dysplasia, cervical intraepithelial neoplasia, pleurodynia, body mass index normal, obsessive-compulsive disorder and mood altered. Family history included anxiety disorder (mother) and depression (mother). Concomitant products included spironolactone since (B)(6) 2018 for polycystic ovarian syndrome and weight gain as well as acetylsalicylic acid (aspirin), caffeine, fentanyl, hydromorphone, oxycodone, paracetamol (acetaminophen) and propranolol hydrochloride (propanol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ periods cramps year round"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced headache ("headaches"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain with sex"). In (B)(6) 2016, the patient experienced alopecia ("hair loss/ hair loss still have ongoing issues"), menorrhagia ("abnormal bleeding (menorrhagia)/ extremely heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ light pink spotting"). On an unknown date, the patient was found to have cervix carcinoma (seriousness criterion medically significant), weight increased ("weight gain/ weight gain / los specify which one: weight gain/ I weigh 160.30 lbs/ my belly looks 4 months pregnant"), hormone level abnormal ("hormones being messed up") and smear cervix abnormal ("pap/it was abnormal") and experienced abdominal pain lower ("severe cramping"), depression ("depression"), abdominal distension ("bloating\belly looks 4 month pregnant"), fatigue ("fatigue"), eczema ("eczema on my face"), jaw fracture ("my jaw has been broke"), fracture pain ("jaw has been broke/went s long with the pain"), polymenorrhoea ("period cramps/ will bleed twice a month"), renal disorder ("issues with my kidney"), anxiety ("anxiety is out of control"), agoraphobia ("agoraphobia"), arthralgia ("cramp everyday/some days it puts me on my knees"), tired all the time ("always tired"), acne ("acne"), tooth disorder ("dental issues"), nervousness ("nervous wreck"), the first episode of flatulence ("horrible gas pain"), multiple allergies ("allergies"), panic disorder ("panic disorder"), gait disturbance ("barely walk or move"), dyspnoea ("unable to breath"), amenorrhoea ("missed or late periods"), oligomenorrhoea ("missed or late periods"), cervical dysplasia ("cervical squamous intraepithelial neoplasia"), nausea ("feel sick to my stomach"), gingival disorder ("my gums are basically dissolving off my teeth"), infection ("infection"), hypotension ("blood pressure wouldn't go over 84/44"), obsessive-compulsive disorder ("ocd"), presyncope ("almost passing out") and the second episode of flatulence ("gas pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), lavh with da vinci). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved, the cervix carcinoma, abdominal pain lower, depression, abdominal distension, headache, fatigue, jaw fracture, fracture pain, polymenorrhoea, renal disorder, anxiety, agoraphobia, arthralgia, acne, tooth disorder, hormone level abnormal, nervousness, multiple allergies, panic disorder, gait disturbance, dyspnoea, amenorrhoea, oligomenorrhoea, cervical dysplasia, nausea, gingival disorder, smear cervix abnormal, infection, hypotension, obsessive-compulsive disorder, presyncope and the last episode of flatulence outcome was unknown and the weight increased, alopecia and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, agoraphobia, alopecia, amenorrhoea, anxiety, arthralgia, cervical dysplasia, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, dyspnoea, eczema, fatigue, fracture pain, gait disturbance, gingival disorder, headache, hormone level abnormal, hypotension, infection, jaw fracture, menorrhagia, migraine, multiple allergies, nausea, nervousness, obsessive-compulsive disorder, oligomenorrhoea, panic disorder, pelvic pain, polymenorrhoea, presyncope, renal disorder, smear cervix abnormal, tooth disorder, vaginal haemorrhage, weight increased, the first episode of flatulence, tired all the time and the second episode of flatulence to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Pregnancy test - on (B)(6) 2015: result: positive.. Pregnancy test urine - on (B)(6) 2016: result: negative.. Ultrasound pelvis - on an unknown date: result: 1, postpartum uterus and endometrium, there are small free fluid in the endometrial canal with multiple f.lm6l.11 hypoechoic foci ln the endometrium, these may represent small blood products or proteinaceous cysts. No evidence of retained products of conception. 2, left ovary is unremarkable. Right ovary is not visualized.; on (B)(6) 2016: result: appropriately placed essure bilaterally.. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea". Concerning the injuries reported in this case, the following ones were reported via social media : eczema, jaw fracture, pain in jaw, polymenorrhoea, renal disorder, anxiety, agoraphobia, arthralgia, acne, tooth disorder, hormone level abnormal, nervousness, cervix carcinoma, flatulence, multiple allergies, panic disorder, gait disturbance, dyspnoea, amenorrhoea, oligomenorrhoea, cervical dysplasia, ocd, almost passing out, nausea, gingival disorder, smear cervix abnormal, infection, low blood pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter's information added. Event: gas pain was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.